Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2799 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in a (B)(6)-year-old patient treated for aml, suspected thrombosis of the PICC-line catheter placed in the left basilica vein on (B)(6) 2020. The discovery of a patient's induration and pain has motivated an echo-doppler which did not find a thrombosis proven to require a urokinase protocol. Clinical consequences: decision to set up an anticoagulation in a hematuric and thrombocytopenic patient, which has been effective. Extended hospitalization.